Manufacturer narrative:
The reported events were ¿loss of ventricular capture, emi and low impedance¿, extra cardiac stimulation and cardiac perforation. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 49.5cm to 50.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise due electromagnetic interference, loss of capture, low pacing impedance, extra cardiac stimulation, micro cardiac perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.